Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # unk, lot #unk; unknown tmj right fossa component . G2: foreign: (B)(6) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither was provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00307.

Event description:
It was reported screw intolerance has done temporal bone osteolysis in the place where screws have to be introduced with the conventional fossa implant. It is further reported that the surgeon has no complaint with the implant, and believes the need for revision is due to patient¿s contributing factor of osteolysis. The surgeon is going to place a pit on the patient and change one nostril for another. Implant information and implant date remain unknown. No further event information is available at the time of this report.